Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). The event occurred in (B)(6).

Event description:
Customer states that he has experienced leakages in the past (approximately 2 months ago) near the cannula. No adverse event reported. Device not available for return.